Event description:
It was reported that the patient experienced a loss of stimulation causing a decrease in therapy. Reprogramming was attempted but did not resolve the stimulation deficiency. The patient underwent a procedure in which the implantable pulse generator (ipg) was replaced. The patient is doing well post operatively.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced a loss of stimulation causing a decrease in therapy. Reprogramming was attempted but did not resolve the stimulation deficiency. The patient underwent a procedure in which the implantable pulse generator (ipg) was replaced. The patient is doing well post operatively.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states that stimulators can fail at any time due to random component failure, loss of battery functionality, or lead breakage. If the device stops working even after complete charging (up to four hours), patients should turn off the stimulator and contact their healthcare provider so that the system can be evaluated and system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion cause is known inherent risk of device.

Event description:
It was reported that the patient experienced a loss of stimulation causing a decrease in therapy. Re-programming was attempted but did not resolve the stimulation deficiency. The patient underwent a procedure in which the implantable pulse generator (ipg) was replaced. The patient is doing well post operatively.

Manufacturer narrative:
E1 initial reporter phone: +(B)(6).